Event description:
Reporter indicated that the site's dell handheld computer has been freezing following interrogation. A soft reset temporarily resolves the problem and programming sessions can be completed. A new handheld computer was provided to the site, and product analysis has not yet been completed on the returned computer.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.